Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about a week ago the patient started having issues with their device. The patient had a burning sensation across from where the battery was and their left leg was going numb if they coughed or moved. Patient also had bare cramps in their left leg. Patient had an appointment with their healthcare provider (hcp) yesterday or the day before yesterday and the healthcare provider told the patient to call patient services. Agent reviewed role of patient service and provided patient with nas phone number for healthcare provider office to call. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.